Event description:
Chief resident attempted to fire cutter. Did not fire. Tried reversing, did not fire, got stuck on tissue, changed to manual mode, heard blade advance, did not fire staples, removed from site. When cleaning to report, saw back end of reload had some advanced staples. New device opened and used without failure.